Event description:
It was reported that malfunction alarm appeared on pump with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully completed reset with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm appeared again.